Event description:
It was reported that a cuff roll was noted on the balloon upon removal. When attempting to remove the catheter it appeared to be stuck in patient. Lidocaine was applied and the catheter was forcefully pulled out of the patient. Patient experienced minimal pain w/some bleeding from the urethra. No patient intervention was necessary.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.